Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via phone call that the customer visited the ER for a low blood glucose episode 15 years ago. The patient declined to speak to the 24-hour product helpline. No products were returned or replaced.